Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential closure complication resulting in a retroperitoneal hematoma. However, the exact root cause was unable to be determined. The likely cause was determined to have been procedural factors, such as potentially high stick, causing a retroperitoneal hematoma to occur. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the angio-seal device was used for hemostasis after the percutaneous coronary intervention (pci) and hemostasis was achieved, but the patient complained of a pain one hour after hemostasis. Ultrasound scan was performed at the puncture site, and it was found that the anchor was placed at an angle in the artery, resulting in temporary ischemia. An endovascular thrombectomy (evt) balloon was used to attempt astriction, and the balloon reached the puncture site, but there was a large amount of thrombus in the iliac artery, and hemostasis was not achieved. Thrombus aspiration was then performed with a fogarty catheter (edwards lifesciences), and the thrombus was successfully retrieved. The anchor, collagen, and suture were all removed from the patient by surgical procedure. The patient was in a state of shock for a while, however, his/her vitals became stable after that, and only pain remained at the puncture site. The blood loss was less than 250cc. According to the physician, the anchor was not placed parallel to the vessel wall, but at an angle, and the collagen may have entered slightly inside the artery. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was proximal to the inguinal ligament of the left common femoral artery. The vessel diameter was 7 mm. An ultrasound scan was performed to check the puncture site and vascular condition around the puncture site. The reported event resulted in patient injury and/or required medical or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Dissection, left femoral artery puncture, pre-deployment angiogram performed, pain at the puncture site. The patient required surgical intervention due to the event. The patient was recovering. Vessel occlusion, thrombosis, the patient requires non-surgical intervention due to the event, astriction and thrombus aspiration. An ultrasound was performed to diagnose the vascular insufficiency. There was obstruction to the blood flow. There was improper placement of the angio-seal components.

Manufacturer narrative:
A1: patient identifier: requested, not available due to hospital policy. A2: age & date of birth: requested, not available due to hospital policy. A3: patient sex: requested, not available due to hospital policy. A4: weight: requested, not available due to hospital policy. A5: ethnicity: requested, not available due to hospital policy. A6: race: requested, not available due to hospital policy. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.